Event description:
On (B)(6) 2013, the lay user/ patient contacted lifescan (lfs) alleging his onetouch verio iq meter read inaccurately high. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on (B)(6) 2013. Results obtained with the subject meter were not provided at that time. It is not known how the patient manages his diabetes or if changes were made to his usual management routine. A couple weeks after the start of the alleged issue, the patient claimed he became "unconscious." Emergency medical services (ems) was contacted and administered the patient a glucagon injection as treatment. Results obtained with the ems meter were not provided. In (B)(6) 2013, the patient also reported comparing results of the subject meter with another meter. The patient reported results of "386 mg/dl and over 600 mg/dl" with the subject meter and "295 and 126 mg/dl" with another device. The results fell outside expected values for meter to meter accuracy testing. No additional symptoms or treatment was specified. At the time of troubleshooting, the cca noted the subject meter was set to the correct unit of measurement and an approved sample site was used for testing. The cca was unable to walk the patient through quality control testing. Replacement products were sent to the patient. This complaint is being reported because, the patient reportedly developed a symptom suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.